Event description:
It was reported that the "unit went inop in home. Vent was on patient when condition occurred, unit did alarm for inop and patient was switched to backup vent, no patient harm noted." Additional information received from the clinical manager, lpn, stated that on "11-7-06 at approximately 10:00pm when pt. Mother was caring for pt.; vent became inoperative. Staff member said pt. Described vent spontaneously stopped operating. "Vent inop" came on screen, shut down and mom put pt. On backup vent. Pt., staff states was plugged into wall outlet, not working on internal battery. Staff says had no problems with internal or eternal batteries. No problems with vent prior to this episode. No allegation of vent malfunction causing patient harm. Inop alarm was activated".